Event description:
Per the clinic, the abutment fell off and patient experienced a skin overgrowth on the abutment site. Subsequently, the patient underwent abutment replacement surgery on (B)(6) 2025 under general anesthesia. The implanted device remains